Event description:
During a remote follow-up, episodes of noise resulting in oversensing and far-field r-wave oversensing were observed on the device. Provocative testing has been performed in the past and the noise was reproduced. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable with no consequences and will continue to be monitored.